Event description:
It was reported that approximately one month after implant the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 439888, lead, (B)(6) 2014; dtba2qq, ICD, (B)(6) 2014. (B)(4).